Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic, infection was observed and vegetation was on the leads. Physician suspects the infection is due to the device and leads. Device and leads were explanted. Physician opted for the infection to clear prior to implanting a new system. Patient was stable prior, during and post procedure and was stable in the recovery room.